Manufacturer narrative:
(B)(4).

Event description:
On 07sep2017 a patient (pt) called to report he/she was having recurrent eye infections while wearing the acuvue oasys for astigmatism brand contact lenses. Pt reported the eye care provider (ecp) told the pt that the ¿infections were due to dry eye and having an ulcer¿. On 07sep2017 the pt reported he/she was diagnosed with a corneal ulcer in(B)(6) 2017 in the right eye. The pt reported a diagnosis of dry eye syndrome which was the cause of the ulcer. The pt reported he/she did sleep in the lenses a few times when the ulcer occurred. Pt reported he/she went to the ecp who diagnosed the right eye corneal ulcer and was prescribed vigamox every hour for the first day, then every three hours for about a week with no contact lens wear. Pt reported a follow-up appointment a week later and it was healing. The pt reported he/she wore the lenses for a month as prescribed by the ecp. Pt advised he/she is wearing trial lenses for a daily contact lens and is doing well. On 14sep2017 a call was placed to the pts ecp for additional medical information. No additional medical information was received. On 18sep2017 a call was placed to the pts ecp for additional medical information. The pts treating ecp reported ¿yea, pt¿s had a few¿. The ecp reported he/she had to take another call and the line was disconnected. On 26sep2017 an additional call was placed to the pts treating ecp for additional information. The following additional medical information was obtained as follows: the ecp reported the pt was diagnosed with a right eye corneal ulcer in (B)(6) 2017. The pt was treated with vigamox q1 hour for the first day, then q2 hours for the second day, then qid for a week as well as ciloxan ointment at bedtime. The ecp reported the ulcer was assumed to be infectious. The ecp also reported the pt had no loss of visual acuity. The ecp reported the pt saw a corneal specialist who saw the pt for the ulcers and advised the pt the ulcers were due to dry eyes. The ecp reported the pt had a total of three corneal ulcers. The additional corneal ulcer events will be documented in separate files and reported separately. No additional medical information was provided. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00m4xx was produced under normal conditions. The suspect lens was discarded. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.